Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the station is unable to power on. An investigation was conducted to identify any faulty drawer boards. A field service engineer discovered a paper clip on the module controller pcb and subsequently removed it. The station powered up without any issues. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station won't power up. A customer reported that a nurse attempted to retrieve medication but discovered that the station was powered off. The investigation revealed that the issue was caused by a paper clip lodged on a circuit board. There were no adverse events or injuries reported based on this event.